Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 120, 67 and 374mg/dl. Tests were done 10 mins apart. No further info has been reported.